Event description:
It was reported that a 33mm magna in the mitral position underwent a valve-in-valve procedure after an implant duration of 7 years, 16 days due to severe stenosis, mild regurgitation and restricted leaflets (2 out of 3). The patient presented with heart failure. The tmvr was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 33mm magna in the mitral position underwent a valve-in-valve procedure after an implant duration of 7 years, 16 days due to regurgitation and failed leaflet. The tmvr was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency." The most likely root cause is patient-related factors, including hyperlipidemia.